Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiffs family in united states on (B)(6) 2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009. Shortly after undergoing the essure procedure, an hsg (hysterosalpingogram) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiffs post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, dental problems, excessive weight gain, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On or around (B)(6) 2015, plaintiff underwent a hysterectomy to have the essure coils removed. After surgery, plaintiff learned that one of her essure coils had migrated and lodged itself into her bladder. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 23-jun-2016: quality-safety evaluation was received. Ptc global number is (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ chronic pelvic pain. About 6 years and 6 months after essure insertion, plaintiff underwent a hysterectomy to have the essure coils removed. After surgery, plaintiff learned that one of her essure coils had migrated and lodged itself into her bladder (seen as device dislocation into abdominal cavity). These event are listed according to the reference safety information for essure. In this case, it was reported that she never experienced increasingly severe pain/ chronic pelvic pain prior to essure insertion and it occurred post-procedure period of essure insertion. The exact date and mechanism of device dislocation into abdominal cavity were not known. Considering their nature and compatible temporal relationship, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.